Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the cover of the connecting section between the camera head main body, and the cord is peeled off during reprocessing involving an olympus camera head. There was no patient injury reported.